Event description:
During an acl reconstruction in the or room, the microaire drill stopped working. Another microaire drill was obtained and used for the remainder of the procedure. Initial drill was sent out for repair and the company rep has provided a loaner.